Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage cable assembly and the generator batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had an intermittent generator error and shut itself down. Patient in procedure but no patient injury was reported.